Event description:
It was reported that the insulin pump had keypad anomaly. Customer stated the numbers were stuck and buttons were unresponsive during bolus. Customer's blood glucose was 128 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.